Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the transmitter caught fire and exhibited premature discharge of battery. The transmitter was replaced. The patient condition was unknown.